Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons on the insulin pump are unresponsive and the insulin pump alarmed button error. Customer stated that the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 391 mg/dl. Customer stated that there was condensation inside of the screen. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. No ramping/scrolling numbers noted on the display.